Event description:
A peritoneal dialysis patient reported that they found dialysis solution leaking from underneath the cycler. Patient did not know leak location. Patient's effluent remained clear and had no adverse effects. Companion sample is available for return.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation; however, an alternate sample from a distributed lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.